Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported by an advanced evaluation patient they thought their wire may have moved and they had no connectivity from their programmer to their ens. The patient reported the ens was not showing the green light anymore and they were getting a connectivity error message on the programmer. The patient stated their device was not working. While on the call the patient hit the try again on the programmer but was unsuccessful. They also tried to push the button on the ens to reset the ens and they were again unsuccessful. On (B)(6) 2018 the patient reported they still had no connectivity from their programmer to their ens and reported later in the same day that the device was still not working and that they felt their symptoms were getting worse. The patient noted they were waiting to hear back from their clinician and manufacturer representative (rep). On (B)(6) 2018, the patient reported they didn¿t think their device was working that day. There were no further complications reported/anticipated.